Event description:
Rptr noted pt developed endophthalmitis following cataract surgery on 9/10/97. Pt became ill nine days following surgery, was hospitalized, treated and discharged on 9/24/97. Pt appears to have achieved expected visual acuity. Full recovery is expected.